Manufacturer narrative:
The samples are lithium heparin plasma collected in pst tubes. Sample appearance was slightly lipemic. Qc performed on (B)(6) 2010 was within the established ranges. A system check performed on (B)(6) 2010 met the specifications. The customer stated precision issues were noted during a (B)(4) study on this instrument. The dates and the results were not supplied. A bci field service engineer (fse) visited the site on (B)(4) 2010. The fse performed a diagnostic system check, and the results met the specifications. The fse adjusted the transducer voltage. The fse also performed a hardware verification test, and the results met the specifications. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a troponin (accutni) result in the normal reference range generated by unicel dxc 600i access 2 immunoassay system for one patient's sample. Subsequent testing produced results above the ami cutoff. There was no report of death, injury, or change to patient treatment in connection with this event.